Event description:
It was reported that inappropriate shock therapy was delivered by the implantable cardioverter defibrillator (ICD) for to supraventricular tachycardia (svt). No changes or intervention was reported. The patient condition was unknown.